Event description:
It was reported that during the last office interrogation this implantable cardioverter defibrillator (ICD) showed a high out of range pacing impedance measurement greater than 3,000 ohms and a high out of range shock lead impedance greater than 200 ohms on the right ventricular (rv) lead. There is suspected electromagnetic interference (emi) due to normal rv and shock impedance measurements have been recorded since this observation. The battery status is normal. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during the last office interrogation this implantable cardioverter defibrillator (ICD) showed a high out of range pacing impedance measurement greater than 3,000 ohms and a high out of range shock lead impedance greater than 200 ohms on the right ventricular (rv) lead. There is suspected electromagnetic interference (emi) due to normal rv and shock impedance measurements have been recorded since this observation. The battery status is normal. At this time, the device and lead remain in service. No adverse patient effects were reported.